Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the finger ring of the autopulse nxt battery (sn 01476) broke was confirmed during visual inspection. The root cause of the complaint was a weak spot in the finger ring locking mechanism, which caused the finger ring to rotate past the lock/unlock mark. Upon visual inspection, the finger ring assembly was broken but still attached to the battery, confirming the reported complaint. Archive review was not performed due to physical damage. The functional test was not performed due to physical damage.

Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt lithium-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the finger ring of the autopulse nxt battery (sn (B)(6) got broken. The customer stated that the battery's finger ring was sticking in the partially unlocked position when changed out during patient use, not allowing the autopulse to remain on. Therefore, manual CPR was provided to the patient until the batter's finger ring was rotated and placed in the lock position. No malfunction was reported on the autopulse nxt platform, and it was put back in service. No consequences or impacts on the patient.